Event description:
It was reported that the device shut down during use, while the patient needed pacing therapy. The surgery center had to externally pace the patient until they could get another device hooked up. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the battery contacts were compressed. The printed circuit board was also replaced due to the field advisory.